Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink to the shaft 29.3cm from the tip. Microscopic examination revealed a pinhole in the balloon 28mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the pulmonary artery. A 6.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the pulmonary artery. A 6.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the balloon was inflated once before it ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the pulmonary artery. A 6.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.